Manufacturer narrative:
Lot number (s): hcg030289. Expiration date (s): 03/01/2012. Control, lot: 25miu/ml hcg urine control, lot: hcg110105-01; 100miu/ml hcg urine control, lot: hcg100513-01; 212.2iu/ml hcg urine control, lot: hcg110124-01. Summary of results: the retention strips meet qc specification. Details as below: correct positive results were observed at 3 minute read time when tested with 25miu/ml hcg urine control. (N=4). Correct positive results were observed at 3 minute read time when tested with 100miu/ml hcg urine control. (N=4). Clearly positive results were observed at 3 minute read time when tested with 212.2iu/ml hcg urine control. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Unable to identify the root cause without pt specimen analysis in-house. This issue will be tracked and trended. No product deficiency was established; no corrective action required at this time.

Event description:
Caller reported a false negative urine hcg test vs. Quantitative confirmation test. A (B)(6) female came to facility for a pregnancy test. The urine hcg test gave a negative result. The pt's last menstrual period was (B)(6) 2011. No medication or medical history available. The pt had a quantitative confirmation test performed with a result of 86.5miu/ml (instrument unk).